Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. The caller will be discussing the clinical observations with this patient's physician to determine a course of action. This product issue will be updated if additional information is received.